Event description:
The customer reported that the 9800 system had a low milliamps error message during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the power cord replaced during the service call. The system was tested and found to be working as intended and put back into service.